Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of being able to hear a sound coming from their device that sounds like 'static like you would hear coming from a radio.' The patient felt that it was not the same as an alert tone. It was further reported that the patient followed up with the physician, and the device was checked. No issues were noted. The device is still in use. No patient complications have been reported as a result of this event.